Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4316, lot: 17186957, description: next generation anchor kit sterile the returned lead was analyzed and the complaint was confirmed. The root cause of the event was multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance. Additionally, visual inspection revealed that the lead was cleanly cut approximately 8 cm from the proximal end. This is a result of a typical explant procedure and is not considered a failure. A returned analysis of the clik anchor revealed one torn eyelet. There was no missing silicone.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.